Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported saturated flow has been completed. The returned pump was visually inspected and biomaterial was observed against the purge gap. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During implant, there was a saturated flow issue with the left ventricle waveform measuring 80mmhg higher than the aortic placement signal. The pump was removed and replaced with a new impella cp, and there was no patient harm reported.